Event description:
It was reported that during implant, the right ventricular (rv) lead helix would not retract. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4).: the full lead was returned, analyzed and the inner insulation was kinked/buckled. It was noted that all conductors were distorted, there was blood in/on the helix mechanism, tissue on the helix, the lead appeared damaged at implant and the lead was stretched. The analyst commented that lead was returned with the helix extended. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.